Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient received three implantable cardioverter-defibrillator (ICD) shocks on (B)(6) 2025 and early (B)(6) 2025. Log files were submitted for review. The event log file captured low power advisory alarms due to power depletion on (B)(6) 2025. A few pulsatility index (pi) events and routine power cable disconnects during power changes were also captured. Otherwise, the log files captured routine events and there were no notable alarm conditions or parameter changes.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section b3: date of event corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files found that the system appeared to be operating as intended at the set speed, and there were no notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. D, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.